Manufacturer narrative:
(B)(4). The needleless confidence kit (product code: 2839-13-000, lot number: hvdchd) was returned to the complaints handling unit (chu) on (B)(6) 2016. The cement reservoir, pump, and needles were returned. The pump is three quarters empty while the reservoir appears to be more than one half empty. Although there was no evidence of water past the safety valve, it is possible that some of the water in the pump was released this way. No defects were visible in the cement itself. The granulation of the cement appears normal. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause for the confidence cement setting too quickly cannot be determined from the sample and information provided. The storage temperature of the kit may influence the setting time of the cement. As there has been no issue identified in the manufacturing or release ot the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Physician reported that cement after merged all components was useless because freeze too quickly. Physician to procedure completed have to used another one product the same type. No consequences for the patient reported.